Event description:
Brush head hurt mouth [oral pain]. Must have swallowed brushhead pin [exposure via ingestion]. Brushhead collapsed into pieces [device breakage]. Can`t find the pin that holds brushhead together, must have swallowed it [accidental device ingestion]. Product counterfeit [product counterfeit]. Case description: consumer contacted via chat and stated that the toothbrush head collapsed in pieces while he was brushing. No serious injury was reported.

Manufacturer narrative:
On 22-jan-2020 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head hurt mouth [oral pain]. Must have swallowed brush-head pin [exposure via ingestion]. Brush-head collapsed into pieces [device breakage]. Can`t find the pin that holds brush-head together, must have swallowed it [accidental device ingestion]. Case description: consumer contacted via chat and stated that the toothbrush head collapsed in pieces while he was brushing. No serious injury was reported.